Event description:
Patient's caregiver contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, patient experienced a hypoglycemic event in which she fractured the c-1 vertebra in her neck. On (B)(6) 2013, the receiver alerted with 3 loud beeps, and powered down. On the date of incident, two days later, the patient was wearing a sensor but was aware that the receiver was not on. The patient's caregiver was not present at the time of the incident, and neither she nor the patient recall details of the incident. At the time of the caregiver's initial call to dexcom technical support, the patient was in the hospital.